Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was going through airport security and was being wanded and, as the wand was held over the device, the patient felt a burning sensation and felt like the device was being pulled out of their body. The physician indicated that this patient wasn't the most rational and the physician wasn't very concerned. The rep got the impression from the physician that the patient was fine now and the issue only occurred while the wand was being used. This had occurred the week prior to the report and the patient was in the office on the day of the report. It was noted that the patient had bilateral systems and it was the left system. The system amplitude was adjusted.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va09kv6 serial# implanted: (B)(6) 2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that when the airport security agent held the wand over the patient¿s implants, they felt a strong reaction, like a magnet was pulling on the leads and inss. The patient was worried that the implant parts had been dislodged. It stung and burned and jolted in a shocking way. It was noted that it felt like the leads got heated. It was noted that the left side had a worse reaction, the right side had a little bit of warmth. The patient stated it was like after surgery, how it feels like it is heating when it heals. Since then, they have experienced warm pulling, pain and discomfort. It was noted that this started on (b)(6 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3889-28, lot# va09kv6, implanted: (B)(6) 2013, product type: lead. Product ID 3889-28, lot# va09kv6, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the hcp proposed a pocket revision and the patient declined to do anything.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.